Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.1 and 6.2 was having issues with read, write and not detected on the bus. A field service engineer assisted the customer to perform troubleshooting techniques to resolve issue, pockets were recovered successfully, and the error was cleared from the station. The customer accessed the pockets and reassigned the medication back to the pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had numerous drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and they had used an alternative station or pharmacy to obtain the medications. There were no adverse events or injuries reported based on this event.